Event description:
Baxter (B)(4) received a report from the (B)(6) local "moh" of a solution administration set in which the operator observed a leak from the drip chamber. It is unknown when the reported condition occurred. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This is a product not distributed in the us and does not have a 510(k) number. If additional, relevant information or samples become available a follow-up report will be submitted.